Event description:
On (B)(6) 2013, the reporter alleged that she was having issues with the air bubbles in the cartridge reservoir after it was loaded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.